Event description:
Procedure: pelvic floor repair. Reportedly, the needle came out of the jaw of the instrument while it was being used and could not be located. Subsequent x-ray examination confirmed the needle remained in the pt cavity. The surgeon elected to leave the needle in the surgical site.